Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management pcba was installed in an fi test ventilator. An attempt to power up the test ventilator from ac and deliver breaths failed. The ac led indicator turn on but remained amber. The test ventilator powered up from backup battery and delivered breaths. During debugging of the pm pcba, the d3 (switching diode) was founded shorted and the d37 (switching diode) was open on the power management pcba. D3 and d37 were replaced on the power management pcba. The power management (pm) pcba was reinstalled in the fi test ventilator. The test ventilator was powered up into normal ventilation mode and delivered breaths. The ac led indicator turned on. The ventilator operate for two (2) hours without failures. Post was executed 25 times during this test and no failures occurred. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The shorted d3 diode and open d37 diode on the power management pcba prevented the ventilator from power on ac.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the ventilator would not startup from ac power. There was no patient involvement.